Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2015 that mcare 300 vital signs monitor model 91220 failed to alarm for low heart rate and low spo2. There was no report of patient injury for this event.

Manufacturer narrative:
After the reported incident, the patient continued to be monitored with the same device. When a similar event occurred, alarm notifications functioned as expected. The device was tested by a spacelabs fse and the hospital biomed, and passed all tests. This report is considered final and the issue closed.